Event description:
The wife of the pt reported that her husband noticed the infusion device display went blank. The pt reported that his power pack had been in use for approx one week. He replaced his power pack and the display still remained blank although he reported that the infusion device was working. The pt's wife stated that the pt had noticed a black spot on this display screen a few weeks ago and now the spot was entirely across the top of the screen. The pt did not report requiring medical attention from a health care professional or second party to address the issue. The product was requested to be returned for evaluation.